Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event, of a damaged mpu patient cable was confirmed when the unit was evaluated by technical service. The outer jacket of the patient cable had a damaged segment approximately one inch in length; the outer jacket was indented and appeared to have been crushed; the damage was located approximately 5 feet from the mpu lemo connector block. Also, the battery door was cracked around the fastening screw hole. The unit was repaired by replacing the patient cable and battery door. The software on the unit was also upgraded to the current version. The repaired mpu was tested and returned to the rental/loaner pool. The damage to the patient cable appeared superficial; there were no internal wires exposed . The cable was operationally checked on a reference mpu. No functional issues were found and the mpu output power did not drop out when the damaged area was manipulated. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU (p.3-33 and p.3-34). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device was returned to the distributor for routine maintenance and a technician noticed damage to the patient cable. Investigation revealed additional damage, to the battery door. No further information was provided.